Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before cataract surgery an ophthalmic surgical tip attached to a hand piece was torn off from its root. It was also reported that, the screw part of the root kept attached to the hand piece and an upper part from there was torn off. The surgery was completed on the same day after replacing the product with another one. The patient impact was not reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened and broken polymer irrigation/aspiration (I/a) tip, in a bag was returned for the reported issue of a torn irrigation/aspiration (I/a) tip. The returned sample was visually inspected and was found to be non-conforming with threads observed to be broken off with the cannula and the hub ribs remaining. The hub ribs are twisted in a spiraling motion. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . A photo attached to the parent complaint was reviewed by the investigation site. Image shows a handpiece with appears to be the thread end of a the irrigation/aspiration (I/a) tip. The reported issue was confirmed from the photo. The returned non-conforming sample was received opened. How and when the irrigation/aspiration (I/a) tip became damaged cannot be determined from this evaluation; therefore, a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All irrigation/aspiration (I/a) tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).